Event description:
Litigation alleges pain, tissue damage and toxic levels of cobalt and chromium.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (confirmed with labs), black synovium, and small amount of osteolysis around the trunnion. Part/lot is being added to the three products.

Event description:
Update (B)(6) 2017: medical records received. . In addition to what was previously alleged, pfs alleges discomfort, reduction in ambulatory function, impaired daily activities, metallosis and local tissue reaction. After review of the medical records for the MDR reportability, patient was revised to address pain and elevated metal ions. Revision notes stated that there was blackening of the synovium and an iliopsoas bursal sac as well. The femoral component was well established and ingrown without any sign of loosening. There was exceedingly small amount of lysis at the very top of the femur. There were no mention metallosis or metal debris in the revision notes clinical notes reported of pain, iliopsoas bursa mass and metal impregnated debris. MRI reported of hips with a heterogenous mass, possibly a pseudotumor or a ganglion with debris. Surgical pathology reported of mild chronic inflammation.. It was also stated in the medical records that patient dislocated his hip and underwent closed reduction on (B)(6) 2013. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/ metallosis and elevated metal ions. Added account name, facility name, patient age, dob and patient codes (metal wear).